Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the unit has not yet been received.

Event description:
A consumer stated that she had allegedly received second degree burns on her abdomen while using a heating pad, and that medical attention was sought for her injuries. It was also stated that her wounds became infected, and that she was seen at a hospital a few days after the initial incident. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
A consumer stated that she had allegedly received second degree burns on her abdomen while using a heating pad, and that medical attention was sought for her injuries. It was also stated that her wounds became infected, and that she was seen at a hospital a few days after the initial incident. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction.